Manufacturer narrative:
An unknown stem was added based upon the details of the event description. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available .

Event description:
It was reported that as per the surgeon there was impingement at the 2 o'clock position with evidence of cocr metallosis. Previous dictation shows 1 dislocation immediately post op of original surgery with recurrent subluxation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving an unknown accolade stem was reported. Conclusion: there is no alleged failure of the reported stem. A medical review indicated the stem was stable and the cup position was the principal problem. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that as per the surgeon there was impingement at the 2 o'clock position with evidence of cocr metallosis. Previous dictation shows 1 dislocation immediately post op of original surgery with recurrent subluxation.